Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited interrogation difficulties. After a 60-60 magnet reset the device was successfully interrogated. Engineering review of the device data could not identify the cause for the reported interrogation difficulty. Evaluation of the battery appears normal and there was recording of successful interrogation. There was however evidence of inappropriate sensing in an untreated episode apparently related to a suboptimal contact condition impacting sense b or can. Boston scientific technical services (ts) recommended performing troubleshooting to understand the potential root cause of the observed findings. No adverse patient effects were reported. The device remains implanted and in service.